Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Additionally, the lead exhibited high out of range (oor) pacing impedances and high rv thresholds. Lead noise was observed through isometrics. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that a healthcare provider reviewed the single-chamber implantable cardioverter defibrillator (ICD) classified episodes of atrial fibrillation (af), and indicated the episodes were suggestive of premature ventricular contractions (pvc) and not true af. The ICD remains in use.

Manufacturer narrative:
Continuation of d10: product ID 693565 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the at/af detection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.